Manufacturer narrative:
Investigation summary: bd had received a sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer's indicated failure mode for missing gel with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for missing gel was not observed as the retain samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product investigation conclusion: based on evaluation of the customer sample and photos, the customer¿s indicated failure mode for missing gel with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and no issues were observed as all tubes contained the correct quantity of gel root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use, a bd microtainer® tube with bd microgard¿ closure. Lithium heparin, pst¿ gel additive was found with no gel in the microtainer. There was no report of injury or medical intervention.